Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with non-sustained rv oversensing due to post-paced t-wave oversensing. The patient was brought into the clinic on (B)(6) 2019 and programming changes were made.